Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a blank screen on his precision xtra meter and was unable to test. Customer reports that he lost consciousness and had a blood glucose between 20 mg - 25 mg/dl and the paramedics were called. Customer was taken to the emergency room and was treated with orange juice.